Manufacturer narrative:
On 21dec2025 an authorized service provider (asp) evaluated the device at a repair center. The asp was unable to reproduce the alleged 24v supply failed alarm. The asp was able to confirm the previous occurrence of the alarm in the device's diagnostic report (drpt), so the asp replaced the power supply as a preventative measure. Following the part replacement and issue resolution, the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent 24v supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the device was being inspected following use, and the alarm was observed. The device was stated to have otherwise continued to operate. The device was replaced with another v60 ventilator. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).